Event description:
An operating room manager called technical support services to inquire about how to setup for a vitrectomy procedure. The manager reported that the surgeon complained of poor irrigation during a planned vitrectomy procedure. Following a delay of ten minutes, the vitrectomy was completed manually with no impact to the patient.

Manufacturer narrative:
A company representative was able to walk the customer through the set-up and suggested the customer keep the consumable, over the phone. No further service was requested by the customer. No samples were returned for further evaluation. A review of complaints for the (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).